Event description:
In emergency dept, in preparation for ultrasound. Foley catheter inserted without difficulty. Ultrasound completed, unable to deflate balloon for catheter removal. First by aspirating fluid, several attempts after repositioning pt, then by cutting the inflation port. Only 1/2 cc fluid obtained. Urologist consulted. Again position changes, lubricant injected into foley and attempt to puncture balloon with insertion of guide wire through inflation port. Prepared for cysto and upon transfer from the stretcher to cystoscopy table the foley fell out.